Manufacturer narrative:
We have not received the device for evaluation since the device has been discarded by the user. However, we were able to confirm the reported incident based on the picture that was provided to us by the surgeon. In the provided picture, we observed a section of the balloon above the distal ligature failed to deflate although the main portion of the balloon deflated properly. Device was tested before use and was found to be operational. Based on our evaluation conducted for similar complaints, it is possible that during manufacturing, a section of this catheter lumen at its distal end was cut during trimming by the manufacturing operator after tip forming (welding) process. We have already made our manufacturing team aware of this issue. We have not received any new complaints related to those catheters that were manufactured after the awareness training. The current rate of occurrence for this issue for last 3 years is 0.001% which is within our expected rate of occurrence. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. There was no injury to the patient as the result of this issue. Please note that we have also reported another incident ( mfg report# 1220948-2019-00161 ) related to another lemaitre single lumen embolectomy catheter that was also reported to us by the same surgeon related to this same issue.

Event description:
During an embolectomy procedure, surgeon inflated a 4f lemaitre embolectomy catheter and inserted into the artery of the lower limb. Surgeon was able to partially remove the clot from the artery. However, he observed a section of the balloon beyond the distal ligature remained inflated despite the remaining section of the balloon had deflated properly. This is report 1 of 2 of this series.